Event description:
The customer reported that during use the device failed to power up and the pt case was completed with a different defibrillator. There was no reported negative impact.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips representative and the symptom was verified. The issue was localized to the energy select switch, which was replaced. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the energy select switch.